Event description:
It was reported that a patient underwent an atrial tachycardia (a tach), atrial fibrillation (a fib), and supraventricular tachycardia (svt) ablation procedure with a thermocool smarttouch sf catheter and suffered blood pressure drop and a dissection which required stent placement and 3 units of blood. During the procedure, the physician experienced difficulties advancing the thermocool smarttouch sf catheter in the iliac artery. At this point, the patient's blood pressure dropped. The physician removed the thermocool smarttouch sf catheter and performed an angiogram in the arterial vessels. A dissection was seen on fluoroscopy. An interventional radiologist was brought into the room, and a stent was then placed inside of the patient to cover the dissection. The patient received 3 units of blood. The current patient status was unknown. Prior to the event, they mapped an arrhythmia on the right side of the heart. Then, the physician decided to move to the ablation catheter to the aorta. The physician gained arterial access in the groin. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 12-jan-2026. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).